Manufacturer narrative:
Patient information not available for reporting. Date the device became bent is not known. Device is an instrument and is not implanted/explanted. (B)(6). A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the end of the cannulated 4.0mm hexagonal screwdriver was bent prior to the beginning of an initial femoral neck fracture surgery on (B)(6) 2018. Surgeon opted to use the bent device for the surgical procedure. Surgery was completed successfully with no delay and no patient harm. This report is for one (1) cannulated 4.0mm hexagonal screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part number: 314.05, synthes lot number: 5522282: release to warehouse date: 02-jan-2001, manufacturing site: synthes brandywine: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was performed. Visual inspection performed at customer quality (cq) confirmed the condition of a twisted distal hexagonal cannulated tip, which agrees with the reported complaint condition. The distal hexagonal cannulated tip is significantly twisted in the direction of resistance encountered during screw insertion. Visual examination under 10x magnification at cq also identified that the cannulated hex walls have cracked in several areas and have collapsed internally at the distal edge (post manufacturing damage on the returned 17+ year old reusable instrument). No fragments appear missing. Document/specification review: the returned device was manufactured in january 2001 and is over 17 years old. No ncrs were generated during production. Relevant design drawings for the returned instrument were reviewed (from the time of manufacture to current revision): the 4.0mm cannulated hexagonal screwdriver (part#314.05) is a reusable trauma instrument noted in approximately 15 system technique guides including: 4.5mm va-lcp curved condylar plate and 6.5mm/7.3mm cannulated screw. In the cannulated screw system, the returned driver is one of four instruments intended for screw insertion (the others being 313.93, 314.04 and 314.23). No product design issues or discrepancies were observed. Dimensional inspection: the inside diameter/cannulation of the returned device at the twisted and cracked distal tip measured and is undersized with respect to the specification per relevant shaft component drawing. Visual examination under 10x magnification revealed that the cannulated hex walls have twisted, cracked and collapsed internally at the distal edge (post manufacturing damage on the returned 17+ year old reusable instrument) which is causing the undersized condition. The inside diameter/cannulation of the returned device's shaft at proximal end measured and is within specification per shaft component drawing. The distal hexagonal tip wall to wall width and point to point width could not be accurately measured at cq because of the post manufacturing damage (twisted, cracked and collapsed). Conclusion: a definitive root cause for the post manufacturing damage could not be determined based on the provided information. The most likely cause is cumulative wear and rough handling for the returned 17+year old reusable cannulated instrument. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.